Event description:
Per the clinic, the device was explanted (specific date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to electrode extrusion and wound dehiscence over the receiver/stimulator. The patient was reimplanted with another cochlear device on (B)(6) 2026.